Event description:
(B)(4) study. It was reported that post coronary stenting treatment procedure, myocardial infarction occurred. In (B)(6) 2010, the subject presented with non q-wave myocardial infarction (killip classification: I). Cardiac catheterization was recommended which revealed a 100% stenosed lesion located in the proximal left circumflex (lcx). The lesion was 9 mm long with a reference vessel diameter of 2.25 mm and treated with pre-dilatation and placement of a 2.25 x 16 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Three days later, the subject was discharged on aspirin and prasugrel. In (B)(6) 2012, the subject presented with mild dehydration associated with dizziness, confusion, and lethargy. At the time of the event, the subject was taking aspirin only. The last dose of study drug, per protocol, was (B)(6) 2012. Cardiac enzymes were noted to be elevated, consistent with protocol definition of mi. There were no ischemic symptoms and the subject was treated medically. The following day, the event was considered resolved with residual effects and the subject was discharged on aspirin.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).